Manufacturer narrative:
The device was not returned to the manufacturer, and therefore no investigation or mechanical evaluation was performed.

Event description:
During a sleeve gastrectomy/by pass/cholecystectomy surgical procedure, the last clip in the clip cartridge of the ml-10 clip applier, did not release. Another clip cartridge was used to complete the procedure. The procedure and the anesthesia time was extended by ten (10) minutes. There was no harm to the patient.